Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was calcification extending beneath the aortic annular plane in the interventricular septum. During the deployment of the valve, a heart block was noted, and a temporary pacing was left in place as back up. The navitor was successfully implanted. The final implant depth at the non-coronary cusp (ncc) was 2mm. The patient's intrinsic rhythm was not sustainable, and a temporary pacing wire was left in overnight. The patient sufficiently recovered conduction. A permanent pacemaker was not required. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.removed 1721 arrhythmia.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the deployment of the valve, a heart block was noted, and a temporary pacing was left in place as back up. The navitor was successfully implanted. The final implant depth at the non-coronary cusp (ncc) was 2mm. The patient's intrinsic rhythm was not sustainable, and a temporary pacing wire was left in overnight. The patient sufficiently recovered conduction. A permanent pacemaker was not required. The patient was reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav loading system. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the deployment of the valve, a heart block was noted and a temporary pacing was left in place as back up. The navitor was successfully implanted. The final implant depth at the non-coronary cusp (ncc) was 2mm. The patient's intrinsic rhythm was not sustainable for life and a temporary pacing wire was provided over night. The patient was sufficiently recovered her conduction. The pacemaker was not implanted. The patient was reported discharged.